Event description:
It was reported that a gem 2.5mm coupler did not release from the wing jaw assembly intra-operatively in a bilateral diep procedure. The surgeon reported that the device mounted properly onto the anastomotic instrument. The surgeon everted vein tissue onto both coupler rings and completely closed the device and crimped it with a mosquito hemostat. It was reported that the wing jaw assembly would not open nor disengage the coupler. The surgeon reportedly tried to gently pry the device open at which point the device opened and the vessel tore. The coupler device was removed and a 2.0mm coupler was used to complete the anastomosis. The surgeon reported this event added 20 minutes to the procedure. The surgeon stated this event did not adversely affect the patient. The surgeon stated this event was related to the wing jaw assembly and coupler rings and not the anastomotic instrument. No additional information is available at this time.

Manufacturer narrative:
Synovis has elected to submit mdrs related to coupler malfunctions regardless if the event was considered likely or unlikely to cause or contribute to death or serious injury. The device history record for this lot number was reviewed. A 100 percent visual inspection for broken or missing parts and pin alignment is performed on each assembly during the manufacturing process. The ring retention force is within specification. According to the device history record, the device met specification prior to market release. Three photographs of the device were provided to synovis by the user facility. All three photographs showed the wing jaw assembly with one coupler ring in the left jaw. The right ring was not photographed. The left ring has blood on it and appears normal, though it is positioned incorrectly in the jaw. The area near the notch where the ejector pin of the anastomotic instrument slides appears clean and not damaged. The wing jaw assembly appears normal. There is no immediate evidence to support why the coupler rings did not release from the wing jaw assembly during use. No additional information is available at this time.